Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The photographs were reviewed, and revealed the fracture of the post. The clinical/medical investigation concluded that, based on the information provided, the clinical root cause of the reported insert post breakage cannot be definitively concluded. However, it was reported the ¿patient who had a fall and broke the post on his legion insert.¿ although a fractured insert post does not appear to be evident in the radiographic images. The patient impact beyond the reported fall, post insert breakage and revision cannot be determined. The patient¿s current health status is unknown. Therefore, no further medical assessment can be rendered. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed on an unknown date, the patient experienced a fall and the post on the implanted lgn ps high flex xlpe sz 7-8 9mm broke. This adverse event was solved by revision surgery on (B)(6) 2023. Current health status of patient is unknown.